Manufacturer narrative:
A company service representative examined the system. Debris was cleared from the underside of the footswitch. This was preventing the footswitch from going to position "0". The doctor and nurse were instructed to keep this part of the footswitch clean. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): patient impact unknown (no known impact or consequence to patient). Product problem(s): "footswitch behaving erratically" (device inoperable). The facility reported problems using the footswitch. No patient or procedural impact was reported. Additional information has been requested.